Event description:
It was reported that the wife of the patient called stating that a red light appeared on the home monitoring system. The system said to call the physician. This indicates a significant change has occurred in the implanted device, that needs to be addressed by the doctor. Additional information was requested and no further information is known. No adverse patient effects were reported. If additional information is received, this report will be updated.